Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while performing surgery with his olympus evis exera iii video system center, the unit began experiencing imaging issues. According to the initial reporter, the image suddenly became noisy, and then immediately after went black altogether. Following the date screen, an error code displayed. Reportedly, the subject device was replaced with another endoscope system to continue work for that day. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4 (serial number, should remain blank), d10. Additional information added to field h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The product was not returned to olympus therefore it was not possible to check the product¿s detailed status to determine the root cause or presume the cause of occurrence. Olympus will continue to monitor field performance for this device.